Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided indicates the patient experienced pain, prolapse, uti and erosion. Although the information provided indicated the patient had a urinary tract infection (uti), based on the anatomical location of the mesh and the information provided, the uti does not appear related to the bard flat mesh implant. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, this report will be updated. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2012 - the patient was diagnosed with incomplete symptomatic uterovaginal prolapse. The patient underwent a robotic-assisted total hysterectomy with bilateral salpingo-oophorectomy and colpoteres suspension with implant of a bard flat mesh that was "sandwiched" in between two non-bard davol biologic grafts. Per the implant operative details "the porcine bladder basement membrane (non bard davol) sandwiching a small piece of prolene mesh (davol flat) was incorporated into the middle portion of the neovaginal apex. Once this was completed, the remaining mesh was sewed to the round ligaments bilat, with vicryl suture." (B)(6) 2012 - the patient had an (B)(6) office exam with complaints of lower abdominal pressure and constipation. The patient was diagnosed with a uti and mesh erosion. The patient was prescribed an oral antibiotic and vaginal hormone cream. (B)(6) 2013 - the patient was diagnosed with vaginal mesh erosion, dyspareunia and vaginal prolapse. The patient underwent complete excision of the flat mesh and a posterior colporrhaphy. Per the operative details, "posteriorly, the mesh (davol flat) was noted to be adhered to the peritoneum which was unavoidably entered while dissecting out the mesh. A finger could then be placed behind the mesh and the excision was carried out to the lateral edges of the mesh bilat. The entire mesh band was then removed."

Event description:
As reported on 02/15/2018, the following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2012 - the patient was diagnosed with incomplete symptomatic uterovaginal prolapse. The patient underwent a robotic-assisted total hysterectomy with bilateral salpingo-oophorectomy and colporteurs suspension with implant of a bard flat mesh that was "sandwiched" in between two non-bard davol biologic grafts. Per the implant operative details "the porcine bladder basement membrane (non bard davol) sandwiching a small piece of prolene mesh (davol flat) was incorporated into the middle portion of the neovaginal apex. Once this was completed, the remaining mesh was sewed to the round ligaments bilat, with vicryl suture." On (B)(6) 2012 - the patient had an md office exam with complaints of lower abdominal pressure and constipation. The patient was diagnosed with a uti and mesh erosion. The patient was prescribed an oral antibiotic and vaginal hormone cream. On (B)(6) 2013 - the patient was diagnosed with vaginal mesh erosion, dyspareunia and vaginal prolapse. The patient underwent complete excision of the flat mesh and a posterior colporrhaphy. Per the operative details, "posteriorly, the mesh (davol flat) was noted to be adhered to the peritoneum which was unavoidably entered while dissecting out the mesh. A finger could then be placed behind the mesh and the excision was carried out to the lateral edges of the mesh bilat. The entire mesh band was then removed." Addendum based on additional patient outcome allegations: patient alleges ¿exercise is very difficult to do, no biking and running is difficult, gained weight, no sex life, depressed about being alone, stressed. Just sitting can be uncomfortable. Have to wear a pad all the time everyday and I¿m 56 years old." Alleged patient suffered from adhesions, bowel perforation, rectocele, recurrent vaginal pain, urinary incontinence and uterine prolapse. Patient alleges she is currently experiencing weight gain, infections, pain and incontinence.

Manufacturer narrative:
Based on the additional information provided it is unknown to what extent the device may have caused or contributed to the reported event. Alleged patient suffered from adhesions, bowel perforation, rectocele, recurrent vaginal pain, urinary incontinence and uterine prolapse. The patient alleges she is currently experiencing weight gain, infections, pain and incontinence. Adhesions are a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ the additional information provided was limited, and as such, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.